Event description:
It was reported that the battery for this device had reached end-of-life after approximately seven years of implant time. The local representative has discussed this with the clinic. The device remains implanted. There were no adverse patient effects.